Event description:
Complainant alleged that during pt set-up, the device did not power up. The clinicians were able to obtain another device to monitor the pt. There was no pt involvement during the reported malfunction.